Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, and a cause could not be presumed as there was no physical damage and no instructions for use (IFU) deviations noted. The event can be prevented by following the ¿inspection of the endoscope¿ section of the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign materials in the air/water cylinder. There were no reports of patient involvement.